Manufacturer narrative:
The subject stretcher was returned to manufacturer for evaluation. The reported issue could not be duplicated; however, based on the customer's description of the issue and the intermittent nature of occurrence, the wiring harness was replaced as a proactive measure. The stretcher was returned to the customer.

Event description:
The end user reported the stretcher was unexpectedly lowering approximately 10-12 inches when the touchpad button was depressed. The customer advised the issue is intermittent in nature and occurs approximately every 12-15 uses. There were no reports of the issue occurring during a patient transport and no reports of the issue resulting in injury.